Event description:
Patient in for replacement of bilateral breast implants due to rupture. Both implants sent to pathology: right breast implant, removal: received fresh is a 363g, 14.2 x 14.2 x 1.8cm focally disrupted clear fluid-filled surgical implant. There is a 0.2 x 0.1cm point of rupture at the periphery of the specimen. Inscribed with "mentor, 6520876, mc 360cc". Left breast implant, removal: received fresh is a 431g, 14.5 x 14.5 x 2.0cm focally disrupted clear fluid-filled surgical implant. There is a 0.4 x 0.1cm point of rupture at the periphery of the specimen. Inscribed with "mentor, 6521939, mc 425cc". Both implants are currently in our pathology lab awaiting to be returned to manufacturer.